Event description:
Our rep is reporting to us that during a rotator cuff repair with the use of an expressew iii gun, an expressew iii needle, and orthocord suture, the tip of the needle (at the half circle area where it catches the suture, right at the curve) broke inside the joint space on the 1st pass. They brought in a c-arm and viewed the fragment, found it difficult to grasp; however, they were able to retrieve the fragment, which added 45 minutes onto the procedure time. They used another needle to complete the repair successfully without any patient consequence. Device discarded at the user facility.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 3 other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.